Manufacturer narrative:
(B)(4).

Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that a patient had to have their vns disabled due to their auras being amplified and changed. The patient also reported to have dizziness, chest pain, and shortness of breath. The patient reported that they were overall in a panic due to stressing about having a grand mal since the auras have increased and gotten worse. Since the device being disabled, the patient¿s chest pain and pressure went away but their dizziness remained. The patient also reported that when they were originally implanted with a vns device, it caused her to have premature ventricular contractions which required the patient¿s settings to be lowered and them to be placed on beta blockers. As this occurred on a separate generator , it is reported separately under MFR. Report #1644487-2019-01485. No additional or relevant information has been received to date.